Event description:
It was reported that during an unspecified procedure, the loop at the end of the hf-resection electrode broke off inside the patient. An x-ray was performed, and the broken piece was retrieved. No additional information was obtained.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Update to: d9 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fork is kinked and bent. Based on the results of the investigation, it is likely the following led to the customer reported malfunction: the loop of the electrode is severed. The investigation findings do not lead to a clear cause of the severed loop of the electrode; therefore a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.